Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If device is received at a later date, the file will be reopened and an investigation will be completed. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that the patient had a lot of irritation in connection with infusion of chemotherapy on port a cath. The port a cath was discontinued and when the nurse tried to spray water through the catheter a clear leak was seen in the catheter approx. 10cm from the port. The port a cath was removed from the patient. Chemotherapy has been given on the port a cath but it has been cleaned and is available for examination. The case has been established as an accidental incident at the hospital. There was patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device and four photos were received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. A leak was observed during testing. The root cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If device is received at a later date, the file will be reopened and an investigation will be completed. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.